Event description:
Health professional reported a lap-band port was explanted and replaced because "it had a leak," first noticed "when they went to fill and the patient complained that they felt no restriction.

Manufacturer narrative:
(B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."